Manufacturer narrative:
Date initial report sent: 05/08/2009.

Event description:
Procedure type: lap appendectomy. According to the reporter: this patient had two prior surgeries. The surgeon put the primary port in with an xcel 5mm long via visual entry. The patient was obese. Surgeon looked around to find an area that was clear of adhesion to insert the secondary port. She found a spot in the lower left quadrant. She said there was 3" between the abdominal wall and the bowel. She inserted the nb5stf with her left, non-dominant. She said it went through the abdominal wall straight into the bowel. The surgeon converted to an open procedure thus causing an extra hour of surgery.